Manufacturer narrative:
K142688 - 510 k #. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
On (B)(6) 2020, the doctor performed an echoendoscopy exam and, during the second puncture with the needle, he found it difficult to cross the gastric wall realizing that the needle had an abnormal curvature, which apparently could break. Immediately, the doctor removed the needle and, while still exposing it in the examination room and outside the device, the needle broke into 2 parts. The procedure was completed with new material from another brand and without consequences for the patient. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Device evaluation. Complaint device was not returned therefore a document based review will be performed. Document review including IFU review. Prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for echo-hd-3-20-c of lot number c1638656 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1638656. The notes section of the instructions for use, ifu0077-4, which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" . There is no evidence to suggest that the customer did not follow the instructions for use (ifu0077-4). Root cause review. A definitive root cause could not be determined from the available information. A possible root cause could be attributed to tortuous position and difficult target site as per additional information. This could have caused the distal tip of the needle to kink and then break when removed from the patient and outside the device possibly after manipulation by the user. Summary. Complaint is confirmed based on the customer's testimony and images provided. According to the initial reporter, the patient did experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This is a final report. The investigation was completed on (B)(6) 2020. Results and conclusions are outlined in section h of this report. On (B)(6) 2020, the doctor performed an echoendoscopy exam and, during the second puncture with the needle, he found it difficult to cross the gastric wall realizing that the needle had an abnormal curvature, which apparently could break. Immediately, the doctor removed the needle and, while still exposing it in the examination room and outside the device, the needle broke into 2 parts. The procedure was completed with new material from another brand and without consequences for the patient. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.